Event description:
It was reported that the customer's pump screen would not turn on. There was no adverse impact to the customer's blood glucose level, as the data did not indicate any issues. Technical support instructed the customer to try various troubleshooting steps, but with no success in resolving the issue, a replacement pump was arranged. The customer was informed to use multiple daily injections as a backup therapy.